Event description:
On 2020-july-15, additional information was received from the manufacturer representative (rep). The rep stated that a tablet was used for programming. Software version was unavailable at this time due to the office being closed.

Manufacturer narrative:
Continuation of d11: product ID: 8780. Serial#: (B)(6), implanted: (B)(6) 2020, product type: catheter; product ID: a810, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (2.0 mg/ml at 1.0 mg/day) via an implanted pump. It was reported that the patient had a pump refill on (B)(6) 2020 and on (B)(6) 2020 he started feeling what he described as withdrawal symptoms. He stated that he had been through this before and it felt identical. His symptoms were sweating, nausea, diarrhea, and shaking. This progressively got worse until the patient called on (B)(6) 2020. It was discovered after interrogation of his pump that the incorrect concentration of drug had been programmed. The concentration was actually 2.0 mg/ml of morphine, but the programming showed 7 mg/ml of morphine, so he was getting under infused. The managing doctor ordered that the pump to be put to minimum rate and the patient was issued oral medication to subsidize his dose until he could be seen in the clinic for another refill to correct the programming. As of (B)(6) 2020, the patient was feeling much better with all symptoms resolved. The issue was reported to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. No surgical intervention occurred, and none was planned. The patient status was reported as ¿alive, no injury.¿ no further complications have been reported as a result of this event.